Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 60 ml bd¿ syringe with bd luer-lok¿ tip came with rubber or particle stuck to the inside of the syringe. Once fluid is drawn up the rubber or particle comes lose floating in the syringe. The graduate markings on the scale were also affected. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: samples were received in the (B)(4) plant for evaluation. Samples did not have foreign matter in them, but had minor acceptable rub marks on the scale of the syringe. A rub mark is likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed. Missing print is considered acceptable if under 50% of any given item (number, letter, or graduation line) is missing and still legible. A DHR was completed and no defects were found. No quality notifications were issued for this batch. This is the first related complaint for foreign matter and scale marking issues on batch 7153845 of material 309653. No related issues or qns were found in DHR. Based on the above evaluation a CAPA is not necessary.